Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for normal follow up. Clinician reported episodes of inappropriate auto mode switching (ams) due to atrial oversensing. Review of an egm revealed oversensing on the atrial channel followed by a true atrial event. No other electrical anomalies were observed. The oversensing was not observed in clinic. No patient symptoms were reported. Patient will be monitored with routine follow up.